Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka), when using the robotic assisted base station device and the robotic assisted satellite station device it was observed that cuts have been off by 3-4 mm. It was reported that the problem has been occurring for two weeks. It was reported that two robotic assisted saw interface device (sasi) devices have been replaced and the issue is still on-going. It was reported that the robot was mounted to the surgical bed. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in (B)(6) of 2026. All available information has been disclosed. No additional information could be provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: b5: during subsequent follow-up with the reporter, additional information was obtained. Therefore, the event description has been updated accordingly.

Event description:
Updated event description: it was reported that during a total knee arthroplasty (tka), when using the robotic assisted base station device and the robotic assisted satellite station device it was observed that cuts have been off by 3-4 mm. It was reported that the problem has been occurring for two weeks. It was reported that two robotic assisted saw interface device (sasi) devices have been replaced and the issue is still on-going. It was reported that the robot was mounted to the surgical bed. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. No additional information could be provided.